Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited increased pacing thresholds and high out of range pacing impedances greater than 2000 ohms. The patient mentioned that the dislodgment may have been caused by a fall. A revision procedure was performed and this lv lead was surgically abandoned. No additional adverse patient effects were reported.